Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blockage at the site event on 18-sep-2024. No further information available .